Event description:
It was reported that the ambulance and power load height is higher than the cot at highest mode, causing the emts to lift the cot into power load track. Lifting the extra weight of the cot has caused a back injury to the emt. The injury to the back required surgery to repair a herniated disk.

Event description:
It was reported that the ambulance and power load height is higher than the cot at highest mode, causing the emts to lift the cot into power load track. Lifting the extra weight of the cot has caused a back injury to the emt. The injury to the back required surgery to repair a herniated disk.

Manufacturer narrative:
Upon completion of this investigation and confirmation with the user facility, it was concluded that this complaint was entered in error and no product malfunction or injuries occurred. The user facility confirmed that they do not have or use any of the equipment reported in the alleged event. It was also confirmed that no such injuries have occurred with this user facility.